Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the left ventricular (lv) lead could not be fixed and repeated dislodged. It was noted that the lead had high threshold measurements at the target blood vessel. The lead was not used and another lead implanted. No patient complications have been reported as a result of this event.